Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct d9 date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material located in the air water channel could not be identified. The root cause of the foreign material could not be specified. The event may be prevented by following the instructions for use which state: "3.8 inspection of the endoscopic system. Inspection of the objective lens cleaning function: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water." Olympus will continue to monitor field performance for this device.

Event description:
The end user facility contacted olympus to report a leaking body control unit with their evis lucera elite gastrointestinal videoscope. The reported phenomenon was found during maintenance. During preliminary evaluation and inspection of the returned subject device, evident contamination was found in the water channel. This MDR is being submitted due to the foreign material found. No patient or user harm has been reported.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The presence of foreign material, white and crystalline, was also confirmed. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.